Manufacturer narrative:
The device was received for evaluation. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported failed accuracy test over 1ml which was reproduced during flow testing when the device was found to over infuse. The cause was determined to be out of specification pressure plate travels, which were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a failed accuracy test over 1 ml.there was no patient involvement. No additional information is available.